Event description:
While using the obturator during surgery, the plastic end piece broke in half while in the pt. The surgeon was confident that all pieces were retrieved. No apparent harm was noted to pt.